Event description:
Sales rep reported on behalf of the nurse that the yellow protector (at the neck) of the exeter stem had broken off during preparation for surgery. She added that another stem was available, so that the procedure could be carried out without delay or complications. No adverse consequences reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.